Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and was not available for return to the manufacturer for analysis. Medical imaging was not available. Therefore, the reported event could not be confirmed. Sayin, bige, et al. "Endovascular treatment of challenging aneurysms with fred jr flow diverter stents: a single-center experience." Japanese journal of radiology (2022): 1-13.

Event description:
As reported through the journal article titled "endovascular treatment of challenging aneurysms with fred jr flow diverter stents; a single-center experience", between october 2019 and february 2022, twenty-five patients with thirty-one aneurysms were treated with fred jr. This was a single-center retrospective study. In this study, complication rate was 3/25 (12%). In patient 20, the distal part of the fred jr did not open well (fish mouth appearance). Apposition of the distal part of the stent was established by passing a microcatheter through the stent. None of the patients required percutaneous balloon angioplasty (pta).